Event description:
It was reported that the device had early battery depletion. The right ventricular leads were also capped due to high pacing threshold. The device and leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).